Event description:
According to the event description: the therapy was initiated on (B)(6) 2026 at 18:22 with an intended infusion duration of 2 hours, scheduled to run from 18:22 to 20:25. The prescribed medication was IV methotrexate at the ordered concentration. At 20:25, when the infusion was expected to be complete, staff discovered that the vtbi was 0 ml and the pump displayed a rate of 284.6 ml/hr. Despite the infusion reaching its planned end time, the infusion bag still contained approximately 250 ml, estimated to be about half of the original volume.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The investigation is only based on the hlf provided. The vtbi therapy was set up on the (B)(6) 2026 at 06:23pm. The time of 2h and a flow rate of 284.60ml were set. The therapy started at 06:25pm with a flow rate of 284.60ml/h. At 08:20pm the vtbi near end alarm rose. At 08:24pm the vtbi therapy stopped by user. At 08:25pm a new vtbi value of 569.30ml was set. According to the history files, 567.01ml were infused. The pump was not available for further investigation. Conclusion the defect could be confirmed. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.